Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This device had an alert for greater than 150 shock impedance at implant follow-up. A pin connecter/header issue was suspected. At (B)(6) 2025 revision procedure, they found the df1 connector pin leg was loose in pocket. This was reconnected and all testing normal. No adverse patient events were reported. Should additional information be received, this file will be updated.